Manufacturer narrative:
The event set was inadvertently lost and no investigation could be performed; however, the reported breakage was confirmed via a photo provided by the customer. The root cause of the reported failure could not be identified from the photo.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the nurse was disconnecting the tubing from a central line to change the IV tubing, a small piece broke off from the luer and went into the central line. The nurse was able to remove it by aspirating with a syringe. Photos received from the customer show a small piece of the male luer tip broken off. It was reported that no hemostat was used to disconnect the line.